Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer was hospitalized due to high blood glucose of 600mg/dl. Customer states that catheter was bent. Customer was wearing insulin pump at time of hospitalization. Drive support cap was normal and displacement test was ok. Physician states that insulin pump was not working. Insulin pump will not be returned for analysis.